Event description:
The customer contacted the customer care solution center. The monitor on the complaint device displayed normal data and failed to alarm. The blood oxygen probe was broken. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
H10: the remote service engineer confirmed that the hospital staff replaced the blood oxygen probe as a resolution to the complaint. The device remains on site and in use at this customer site. No subsequent calls have been logged for this device/issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.